Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that following the initial placement of this transcatheter bioprosthetic valve, the valve location appeared slightly deeper than desired. Slight tension was applied to back the valve out as deployment was completed; in the process the valve dislodged. The valve was partially attached to the delivery catheter system (dcs), and was pulled out to the descending aorta and abandoned. A second valve was implanted in the appropriate position with no adverse patient effects beyond the extended procedure.

Manufacturer narrative:
A device history record review was not performed as there was no allegation or evidence of a device malfunction. Potential factors that can influence a valve dislodgement include tension applied on the delivery catheter system during positioning, calcification levels and compliance of the native anatomy, among others; in this case it was reported that a slight tension was applied, causing the valve to dislodge. There is no information to indicate that a device malfunction or failure led to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.